Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got an unexpected restart error. The blood glucose level was unknown. Customer also stated that after inserting new battery the unexpected restart error occurred again. Customer stated that the insulin pump received multiple battery out limit. The product will return for the analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected restart alarm anomalies noted. (B)(4).